Event description:
The patient had both an implantable pump and implantable neurostimulator. After a catheter access port study of the pump, she began to experience a surging sensation in her area of paresthesia. Neurostimulator interrogation revealed that all electrode impedances were greater than 3600 ohms. The patient was referred to a second hcp to determine the source of the high impedances. The pt status was reported as 'good'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.